Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that she is a social worker from (B)(6) court and she was calling in behalf of one of her clients that has an invacare bed. She could not provide a model number or serial number. The caller stated that the end user's daughter is stating that there are wires across the frame of the bed that need to be repaired and that the mattress is sagging. The caller stated that the end user's back has been bothering the end user but has not sought medical attention at this time. No additional information provided. Update from (B)(6) 2015: end users daughter reported she doesn't know the serial number or model. She said the bed is in good shape but when she lifted the mattress off a few of the fabric springs are broken so she thinks that is causing some sagging. No medical intervention. Back soreness alleged. No further information provided.